Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), upon administering the 3rd shock, pads sparked and a bang was heard followed by strong smell of burning. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the status of the device and correcting information submitted on the initial report. Please reference sections 5b and h6 (medical device problem code) updated. The device was returned to zoll medical united kingdom for evaluation. The customer's report could not be replicated. Review of the event logs showed that while the first two shocks were delivered as expected, the third shock showed a significant difference in patient impedance, likely due to poor contact between the electrode pads and the patient's skin. This likely led to the spark, audible popping sound, and burning smell observed by the user. The x series operator's guide states, do not use therapy or ECG electrodes if the gel is dried, separated, torn, or split from the foil; patient burns may result from using such electrodes. Poor adherence and/or air pockets under therapy electrodes can cause arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.